Event description:
A canadian bayer sales rep contacted customer service on behalf of a nurse. She stated the nurse received an accidental needlestick from a used lancet. The lancet had been used on a pt with (B)(6). No other info was provided about the event. At this time, it does not appear that any product will be returned.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.